Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the posterior capsular bag was ruptured. The lens was removed and a vitrectomy was performed. Another lens was implanted. Additional information was requested.

Manufacturer narrative:
The product was returned. Blood and solution is dried on the lensand haptic and optic damage was observed. The damage is typical of insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. (B)(4).